Manufacturer narrative:
The cannula assembly and the bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4)  and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours on the leg. Patient had blood glucose levels of 475 mg/dl. The patient was taken to the doctors and diagnosed with an infection. The patient was treated with antibiotics but they cannot remember the name. They were also given a shot of antibiotics (unknown). The patient's blood glucose history are as follows: (B)(6).